Event description:
It was reported to philips the universal style stand is damaged at the base and the casters will not screw in. There was no patient involvement or harm. This event was reported to have been observed outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer requested the part number for the new style stand.

Manufacturer narrative:
H10: following the evaluation of the device, the customer replaced the base assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.